Event description:
Cord clamp clipper broke while nurse attempting to cut the cord clamp. Broken clipper saved for manager. Apparently, this has happened a total of 4 different times with 4 different patients. Diagnosis or reason for use: device is used to cut the umbilical cord clamp from.